Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2010, 1st inr = 1.3, 2nd inr = 1.3, 3rd inr = 2.6, mean = 1.73, sd = 0.75, %cv = 43.30, 45 minutes lapse between 2.6 and 1.3 inr results. Since % cv is more than 20%, the test failed the criteria for precision. As of january 12, 2011, strip lot info is not provided nor product is expected to return. Unable to perform in-house investigation. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No strip lot info was available. No product was expected to be returned. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 1.3, re-test: 1.3, re-test: 2.6, (different hand): (45 minutes later). Caller states using the 2nd drop of blood and sticking finger at green light.